Event description:
The article, "outcomes after transcatheter mitral valve implantation in valve-in-valve, valve-in-ring, and valve-in-mitral annular calcification", was reviewed. The article presented a retrospective, single center study to evaluate transcatheter mitral valve implantation (tmvi) using predominantly balloon-expandable transcatheter heart valves (thv) in patients with a landing zone for a percutaneously delivered prosthesis. Devices included perimount magna, mosaic, hancock, biocor, physio ring, carpentier, dura ring, future band, sapien xt, sapien 3, sapien 3 ultra, lotus, direct flow, and tendyne. The article concluded that tmvi represents a reasonable treatment option in selected patients with mitral annulus calcification (mac) or who are poor candidates for redo mitral valve surgery. Technical success and survival up to 1 year were not significantly dependent on the subgroup in which tmvi was performed. [The primary and corresponding author was hector a. Alvarez-covarrubias, klinik für herz- und kreislauferkrankungen, deutsches herzzentrum münchen, technische universität münchen, munich, germany, with corresponding email: alvarez@dhm.mhn.de] the time frame of the study was from november 2011 to april 2021. A total of 77 patients were included in the study, of which 5 (8.9%) had previously received an abbott device and 2 (2.6%) received a new abbott device for intervention. The average age was 78 years old and the majority gender was male. Comorbidities included hypertension, diabetes, hypercholesterolemia, chronic obstructive pulmonary disease, smoking, peripheral artery disease, prior pacemaker, coronary artery disease, myocardial infarction, percutaneous coronary intervention, prior stroke, and cancer.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "outcomes after transcatheter mitral valve implantation in valve-in-valve, valve-in-ring, and valve-in-mitral annular calcification" summarized patient outcomes/complications of outcomes after transcatheter mitral valve implantation in valve-in-valve, valve-in-ring, and valve-in-mitral annular calcification were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, hypercholesterolemia, chronic obstructive pulmonary disease, smoking, peripheral artery disease, prior pacemaker, coronary artery disease, myocardial infarction, percutaneous coronary intervention, prior stroke, and cancer.. Some of the complications reported were surgical intervention (viv), hospitalization, mitral regurgitation, mitral stenosis, fcsvd these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.